Manufacturer narrative:
A review of the device history record, which includes verification of all steps in the manufacturing of the pump, verification of all final testing performed by/on the pump, verification of sterilization, and packaging for subject pump was performed. The review did not identify any non-conformances, issues or capas associated with pump function. Device remains implanted and was not returned for additional evaluation or investigation. Cs stated that it was their understanding that the pump was flipping due to the initial surgeon not putting in the correct amount of sutures to anchor the pump correctly. Per the instructions for use of the device, pump flipping is a known possible risk of use of the device. Internal complaint number: (B)(4).

Event description:
Clinical specialist (cs) contacted technical solutions to report that a pump pocket revision occurred as a result of pump flipping. Cs stated that the patient's pump was flipping due to the initial surgeon not putting in the correct amount of sutures to anchor the pump correctly. The pump flipping caused the patient's catheter to kink, resulting in lack of pain relief and underinfusion volume discrepancies.